Event description:
It was reported that after intubation it was found that the air bag was ruptured. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: d3: lot number, expiration date, h4: manufacture date unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Two product samples were received in used condition, one without the original packaging and one with the original pouch opened. The samples received correspond to customer complaints (B)(4) and (B)(4), arrived together in a single package and it is not described which sample corresponds to each complaint. Per visual inspection, both samples present conditions of use, an underwater leak test was performed to verify the integrity of the inflation system in both samples. Leakage was confirmed in both samples, one sample leaks in the white cuff and the other sample leaks in the blue cuff. Both cuffs have tears. The complaint was confirmed. It was unknown what caused the condition and could not be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.